Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: no samples or photos were received for evaluation. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8276914 for this type of defect or symptom. There was no documentation for this type of defect during the production run of this batch. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: CAPA not required at this time.

Event description:
It was reported that prior to use it was discovered that there was a mix of product with a bd syringe 5ml saline fill. The following information was provided by the initial reporter, translated from (B)(6) to english: on 8:30, (B)(6) 2019, a nurse opened an unopened box of flush (5ml) and found two packages of different colors. Meanwhile, the two packages of flush had been opened.